Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/09/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: evidence of partially discharged batteries being used in the pump was observed in the black box data; the reported event was caused by user error. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during all steps of the analysis. The battery compartment was observed to be completely intact. Evaluation revealed that the pump drew electrical current at levels within the specifications. The pump case was removed, and no internal defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.